Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing frequent ipg charging and remote control (rc) to ipg communication difficulty. Database analysis revealed anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing frequent ipg charging and remote control (rc) to ipg communication difficulty. Database analysis revealed anomalies. The patient will undergo an ipg replacement procedure.